Event description:
Ongoing issues with 3ml syringes and the 25gx1-1/2" needles. They do not thread and are often stripped. This is resulting in having to discard multiple needles/syringes and is wasteful. The caps will not stay on and have resulted in near miss needle sticks.